Event description:
Review of service data detected a reportable problem. During servicing, belt sn (B)(4) failed incoming testing. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval electrode belt sn (B)(4) has been completed. As received, the electrode belt failed incoming testing. Upon eval, the connector was damaged and the yellow (pgnd) wire was open inside the trunk cable. The cause of the incoming test failure is the open wire. The root cause of the open wire is likely excessive force placed on the trunk cable, as evidenced by the damaged connector. No adverse event resulted from the open wire inside the trunk cable. The last pt to use this belt did not report any deficiencies.